Event description:
Device 3 of 3. Reference MFR report# 1627487-2012-01162 and 1627487-2012-01163. It was reported, the patient was experiencing intermittent stimulation. The sjm rep met with the pt and diagnostics showed invalid contacts on three leads. Reprogramming did not resolve issue. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.